Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet system, with the pump displaying ¿low¿ and the sensor showing a glucose of 59, after which the user treated with oral carbohydrates and later observed a glucose of 105 with an upward trend; the app sync confirmed the pump had suspended insulin delivery and recent lows were recorded, and the user disclosed recent glp-1 therapy initiation with appetite suppression and altered meal timing. Symptoms included hypoglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user through the mobile app sync and review. Investigation of this case revealed no findings available and insufficient information regarding a specific device component or malfunction, with the medical device problem characterized as insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.